Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 46 cm (18") pur transfer set w/chemolock additive port, check valve w/luer lock, filter cap where the customer reported 7. After preparing the medication, etoposidum, in individual doses for six patients of the oncology ward with the hematology subunit, the preparations were connected to the patients for infusion. However, there was no flow of the drug through the connection set in question, which made it impossible to administer the medication to the patients. Hydration fluids were successfully administered to the same patients using the same safe connection line (¿christmas tree¿ connector), which confirms the patency of the remaining system components. Only after preparing the medication using a connection set from another manufacturer, was it possible to properly administer the drug. There was patient involvement, but harm was not reported as a consequence of these events.